Event description:
Power stretcher undercarriage lowered halfway and became inoperable. Crew could not deploy manual release. No injury to pt or crew members.

Manufacturer narrative:
Ambulance stretcher was evaluated at user facility by manufacturer's service company. Manual release was out of adjustment and battery had dead cells. New battery pack was installed in the stretcher and manual release was adjusted. All functional tests were performed in user's presence to user's satisfaction and the stretcher was returned to service.